Event description:
The customer reported experiencing high blood glucose. The customer's blood glucose was 399 mg/dl at the time of the call. Customer did not have any symptoms of high blood glucose. Troubleshooting found the customer had an air bubble in their reservoir. Customer was advised to perform a fixed prime until the air bubble was no longer visible. The customer's infusion set was straight upon removal from their body. Customer's bolus history was also accurate. The customer was advised to complete a set change. The reservoir will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.